Event description:
Procedure type: inguinal hernia repair. According to the reporter: balloon dissector popped inside patient after 15 pumps. The piece of balloon was extracted and case went on. Used another device. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4).